Event description:
It is reported that a customer experienced low blood glucose of 37 mg/dl. The customer was treated for the low blood glucose with food. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted reprogramming their insulin pump and was advised to call the help line tomorrow for more assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.